Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve submersed in an unidentified liquid in the provided return kit. Summary: first, we performed a visual inspection of the valve. Although there was no visual deformation, the measurement of the plane parallelism has shown that the valve is outside the permitted tolerance. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specification. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein), which could have influenced the function of the valve in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav had a "dysfunction" postoperatively. The patient was originally implanted on (B)(6) 2016.. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided.